Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for low blood glucose. Blood glucose at the time of incident was 34 mg/dl. Patient's current blood glucose: 89 mg/dl. The customer was treated with apple juice. Patient has been experiencing low blood glucose for a long time. Based on customer report customer does not allege pump was over delivering. Customer stated that for the last 6 month that have been dealing with high blood glucose and not being able to control them. Customer states that she has been working with the healthcare provider very close to monitor this. The insulin pump will not be returned for analysis.